Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® volift¿. Hcp stated they "treated the patients only surgically, to remove what they think might have been granuloma¿s after the treatment of [unspecified] juvéderm® volift¿ in the peri oral area and the other upper face area." Biopsy was not provided.